Event description:
The user facility reported that there was an issue with head slippage with this device. Integra received additional information from risk management in 2008. There was a "slippage issue" with the device during set-up. The device was not used. There was no patient injury and no patient incident report was filed by the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.